Event description:
It was reported that the alert triggered for high right ventricular (rv) pacing impedance. It was also reported that the rv trends show a slow steady climb within the last year. The patient is being monitored for now and the upper limit alert is set to be triggered with patient follow up scheduled unless the device alerts beforehand. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event was originally included in remedial action exemption summary report (B)(4). Subsequent review of the initial reported information determined the event qualified for reporting on a medwatch 3500a, therefore it is being submitted as such. (B)(4).